Event description:
It was reported that when using the bd pyxis¿ medstation¿ es b5 main drawer 2.1 pocket d3 displayed a device not detected on bus error. Pharmacy staff reported that while attempted to load medication into the cubie pocket, the cubie unexpectedly ejected. The cubie was reinstalled into its slot; however, after an inventory count was performed, the cubie ejected again. The medication was subsequently unloaded from the pocket, and the cubie was completely removed from service. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) opened the back panel and inspected cables and board status lights. Removed cubies and row boards, cleaned debris, replaced the defective row board, resecured the drawer cable, and replaced the cubie pocket. During testing, replaced the failed retractor band, drawer board, and control board. Configured the drawer after repairs. The system functioned as intended after the field service engineer repaired the device.